Event description:
It was reported that, "removal of the reflex hybrid plate, draw rod on removal tool snapped during removal of screws. No issue following the broken instrument, was able to remove all screws and the plate. No major complaints from doctor or staff."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 60 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not returned. The surgery was completed successfully and the surgeon successfully removed all the broken fragments from the patient. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.